Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introduce needle hard to remove. Customer blood glucose value was 143 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports the introducer needle is no longer in the body. The customer stated that they did not receive medical treatment as a result of the needle fractured while still in the body. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened or used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 bbs solution and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Inspected and found 1 random insertion needle bent inside hub assembly. Unable to confirm customer received sensor in said condition due to customer returned opened or used. Needles are not broken. Please advise - separation of insertion needle from sensor is not the same as needle break. (B)(4).